Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2019, the patient had visited his primary care physician due to stoma site redness and tenderness since (B)(6) 2019. The patient stated that blood work was performed and there was no apparent infection but was prescribed unknown antibiotics. After completing one week course of antibiotics, the patient had a follow up visit and was placed on a second week of antibiotic due to the stoma site still having redness.